Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he noted his blood glucose was at 311 mg/dl. Customer looked at the reservoir compartment in the insulin pump and noticed the insulin was sloshing around in the compartment. Customer stated the device displayed he had 125.6 units of insulin left, but the reservoir only had 60 units left. Customer stated, he had changed the set the night prior. In the morning customer's blood glucose was 43 mg/dl. Troubleshooting was performed. Customer's current blood glucose level was 289 mg/dl, treated with a bolus of 3.3 units. Customer stated that the device's piston is not delivering the insulin. The drive support cap appeared good no movement and slightly recessed. Customer stated, he forgot to fill the cannula dead space after removed the introducer needle. Settings on the device are correct. Passed displacement test. Air bubbles noted and troubleshooting was performed. Customer was advised to change out entire set due to bubbles still in reservoir after performing a manual